Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 00588604310, lot # 637773787, trabecular metalâ¿¢ cruciate retaining monoblock tibial component: yellow, size 3 c-h, 10mm catalog, # 42502006401, lot # 63884062, femur cemented cruciate retaining (cr) narrow left size 8. Multiple mdrs are submitted for the associated products for the same event: 3007963827 - 2018 - 00129. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left resection arthroplasty approximately 1 month after primary surgery due to infection.

Manufacturer narrative:
Reported event was unconfirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.